Event description:
The user facility reported a 78-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The implanted impella cp optical pump experienced persistent high purge pressure throughout the course of patient support. It was noted that purge flows were as low as 1-2 ml/hr which triggered high purge pressure alarms. The pump was eventually explanted with no harm to the patient.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Impella cp pump and purge cassette was returned for evaluation. Visually inspected the pump and no catheter kink was observed, but biomaterial was ingested over the purge gap. Purge fluid was connected to purge cassette, primed and pressurized purge. The purge pressure raised close to 900 mmhg with flow of 2.5 ml/hr after 10 minutes of purging. But slowly after 20-25 mins of purging the blockage was easing out and the purge fluid passed through the purge gap with purge pressure reducing back to 650 mmhg. No other abnormalities were found. Data logs were reviewed, and purge pressure rise was seen after 1 hour with likely gradual biomaterial ingestion due to saturated flow waveforms. No motor current spike was seen. The cause of the high purge pressure issue was due to biomaterial ingestion over purge gap per field investigation and data log review. The instructions for use states "¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.